Manufacturer narrative:
Additional product code: hwc. Investigation coordinated by synthes (B)(4). Report received indicates hole va6 on the plate, the thread is damaged and the hole has widened. Va2, va3, va4 and va5 are not measurable because they are damaged after lot was released. The device history record review shows no abnormal findings. The cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2012 for a distal radius fracture a surgeon installed a plate and a va locking screw. Later the surgeon found that the screw was not locked, and was penetrated in the hole. The plate and screw were removed and changed, and the operation was finished. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. However, the manufacturing records were reviewed and no complaint related issues were found.